Manufacturer narrative:
(B)(4).

Event description:
It was reported that a blood clot was formed in the guide catheter. During a percutaneous coronary intervention, an 8f mach1 guide catheter was dipped into a contrast media. Also, during procedure, it was noted that a blood clot was formed entirely inside the guide catheter. The blood clot was then removed together with the guide catheter. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: the device was received for analysis. Device analysis revealed that the inner diameter (ID) of the guide catheter's hub and shaft was within specification. There were numerous kinks throughout the guide catheter. There was blood in the lumen. Microscopic inspection of the tip found no defects or irregularities. Functional testing was performed with a promus element plus. The promus was successfully advanced through the mach 1 guide catheter with no resistance encountered. The device presented no evidence of any material deficiencies. The reported blocked lumen was not confirmed. Because there was no evidence of any product quality deficiencies, it was considered likely that the shaft kinks are attributable to procedural factors. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that a blood clot was formed in the guide catheter. During a percutaneous coronary intervention, an 8f mach1 guide catheter was dipped into a contrast media. Also, during procedure, it was noted that a blood clot was formed entirely inside the guide catheter. The blood clot was then removed together with the guide catheter. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.